Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. It also had moisture damage on the lcd board, cracked case at the lower right display window corner, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that she was wearing the insulin pump against her skin while exercising. Blood glucose value was 85 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.